Event description:
Material no.: 931490 batch no.: 0140871 it was reported that a hair or piece of thread was found inside the product in the sealed chloraprep packet. Per cpc777 it was reported that a hair or piece of thread was found inside the product in the sealed chloraprep packet. Customer was asked to leave the products aside for collection that is to be scheduled on monday 19/04.

Manufacturer narrative:
He batch record for pn 931490 ln 0140871 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An awareness training has been given to production associates in regards to proper gowning procedures. We will continue to track and trend for this defect. Follow up e MDR please see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 931490. Batch no.: 0140871. It was reported that a hair or piece of thread was found inside the product in the sealed chloraprep packet. Per (B)(4) it was reported that a hair or piece of thread was found inside the product in the sealed chloraprep packet. Customer was asked to leave the products aside for collection that is to be scheduled on monday 19/04.